Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle it was difficult to aspirate the syringe. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the syringes will not draw. Lot #: 1347677 catalog #: 324911 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary: customer returned (13) 0.5ml 31ga 6mm syringes loose. It was reported by the consumer that the syringes will not draw. The returned samples visually inspected and observed no damages. Functionality test was performed and observed no issues with withdrawing the liquid into the syringe and flow. No issues of any kind was observed on the return samples. Hence, embecta was not able confirm the reported issues. This batch was created in 2014 and DHR reports are only kept for 7 years. Based on the return samples, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle it was difficult to aspirate the syringe. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the syringes will not draw. Lot #: 1347677. Catalog #: 324911. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.